Manufacturer narrative:
E1 initial reporter phone number-(B)(6). Date of event is estimated. The UDI is unknown because device information has not been provided. Further information has been requested but not yet received.

Event description:
It was reported that patients lead was fractured. As a result, surgical intervention was undertaken on an unknown date wherein lead was explanted to address the issue.

Manufacturer narrative:
Additional information indicates that incident was already reported on in MDR-(B)(4), any further information and device analysis will be included in MDR-(B)(4).

Event description:
Additional information indicates that incident was already reported on in MDR-(B)(4).